Event description:
Turp procedure being done using endoscopy cautery device. While md was "cutting" the procedure "sounded different" to nurse. During the procedure the md asked if nurse could smell an odd plastic smell - the smell of plastic being overheated. When looking at the equipment, the white box on the iglesias was glowing red. It was noted that the black button on the white box on the iglesias was frozen.